Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus quit working during an ablation procedure. A different stylus was successfully used with the same programmer to complete the procedure. The programmer remains in use. No patient complications have been reported as a result of this event.